Event description:
It was reported through the research abstract "ventricular assist device-induced ventricular septal perforation" that heartmate 3 (hm3) may be associated with a perforation to the interventricular septum (ivs). This case study involved a patient who was implanted with a hm3; a transthoracic echocardiography (tte) performed approximately one year post-implant revealed restored left ventricular contractions and a reduction in left ventricular end-diastolic diameter, from 64mm to 48mm. Due to left ventricular recovery, the hm3 was explanted on (B)(6) 2021. However, a post-operative computed tomography angiography (cta) scan revealed a de novo interventricular left-to-right shunt, indicating that part of the inflow cannula had partially pierced the apical portion of the ivs. The patient did not experience an exacerbation of heart failure symptoms due to the shunt. The patient was discharged and would follow-up at their clinic.

Manufacturer narrative:
Author information: hoki, r. Et. Al. (2022). Circulation journal, 86(8), 1307. Https://doi.org/10.1253/circj.cj-21-0742. Tokyo women's medical university, tokyo, japan. Manufacturer's investigation conclusion: a direct correlation between mlp-016079 and the report that part of the inflow cannula had partially pierced the apical portion of the interventricular septum (ivs) could not be conclusively determined. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number mlp-016079, did not reveal any device-related issues. Mlp-016079 was returned assembled with the pump cable severed approximately 3.5¿ from the pump housing. Approximately 8¿ of the mid-section of the pump cable was returned severed on both ends; the distal end of the pump cable was returned severed approximately 14¿ from the connector hardware, and the modular cable was also returned (refer to pi-2021-0019940-03 for the modular cable investigation). The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. An approximately 1¿ of the outflow graft was also returned detached from the device. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of any developed of adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The relevant sections of the device history records for mlp-016079 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21aug2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.